Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect. Received 509 unused iag bc 20ga units in sealed packages from catalog number 381034, lot number 8253738. Four photos were submitted for evaluation; photo one displayed nine dispensers and product in plastic bags. Photo two displayed five packages with product in one direction and another five packages with product in the opposite direction. Photo three displayed a close-up photo two. Photo four displayed a closeup of the lot number and expiration date. Visual/microscopic evaluation: all 509 packages were inspected for the product orientation (inverted needle) in the sealed package. The correct product orientation: the needle cover/needle/catheter tubing and the package label with the ¿bd insyte autoguard bc¿ will at the same end of the sealed package. Safety barrel and with the package label with the lot number and expiration date will be at the same end of the sealed package. No product orientation (inverted needle) was observed. Based on the review of the submitted photos; the defect inverted needle was not confirmed. Even though one photo displayed the product indifferent direction unable to confirm with the out the actual samples.

Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard bc experienced incorrect bevel orientation with the customer saying "inverted cannula was found when opened the package."

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard bc experienced incorrect bevel orientation with the customer saying "inverted cannula was found when opened the package."